Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while attempting to implant this right atrial (ra) lead the helix got caught in the tissue of the patient¿s superior vena cava. Attempts to retract the helix were unsuccessful and thus the lead could not be removed. The patient was transferred to another hospital for lead extraction. The lead was discarded following the procedure and will not be returned. No adverse patient effects were reported.